Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Following investigation by bioengineering, notification was received that: as the components were reported well fixed, loosening is not likely to be the cause of the patients pain. It is possible that the stems position in the femur caused some discomfort, and if bony impingement was occurring this would add to the irritation. A search of the complaints databases finds no other reports against the provided product and lot code combinations since their release to distribution. Review of provided patient x-rays by depuy international is unable to conclusively confirm the reported observation. A full root cause is not possible, however, due to insufficient information being provided. Pain is a common occurrence with joint replacement and its cause is rarely determinable. The surgical position of the implants and the patients high bmi may have been contributing factors in the failure of this implant. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further

Event description:
Pain for some time. Both femoral stem and acetabular cup removed with much difficulty. Cement mantel well fixed to stem - removed together.